Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the clip closed onto the tissue and the nurse attempted to deploy it; however, the clip would not detach from the delivery catheter. A second resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the clip closed onto the tissue and the nurse attempted to deploy it; however, the clip would not detach from the delivery catheter. A second resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was returned inside the over sheath. It is probable that the failure to release the clip from the delivery catheter resulted from anatomical or procedure factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot #10092407c2.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.